Event description:
One pt sample generated an initial axsym toxo igm assay reactive index result of 1.070. Later in the day, the sample was retested and generated a negative axsym toxo igm index result of 0.0. The sample also tested negative by a latex agglutination test (methodology not documented). Controls have remained within specifications on all runs. There is no impact to pt management reported.